Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a lack of relief. There was no trauma or fall that could be related to this issue. The patient tried to increase stimulation but could not because the upper limit was reached. It was reached at 0.95. It was reviewed that this was a custom limit as by design the device could be increased up to 8.5v. The patient was advised to discuss with the healthcare professional (hcp). The patient was going to follow up with the hcp. It was noted that the upper limit reached screen was seen a couple months ago and the doctor could not remove it. The change in therapy/symptom was noted to be sudden. The return of symptoms started a couple of months ago in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.